Manufacturer narrative:
Immucor technical support assessed the downloaded instrument test well images in question (delivered from the immucor employee on the customer site), which appeared as visually positive. As two (2) exceptions, two (2) of the four (4) test wells in question with (B)(4) appeared as visually negative. There were no errors at the time of testing and the camera reports were optimal. (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.